Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a from a healthcare professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Additional information was received. It was reported that the patient's device was removed from patient due to the infection caused due to diabetes. Patient had lost health insurance and currently the clinic was trying to help the patient get a new device because the device was so successful for the patient. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient did not have any diagnostic tests performed. It was noted that the infection was related to the device or therapy, and that the patient was a diabetic. Patient started on antibiotics and was hospitalized. The infection started 1-2 weeks after implant, and no culture results were known. No further complications were reported.

Event description:
It was reported that patient has warm and red pocket site possibly due to infection with pain. There was no culture taken yet. The patient has follow up with physician this week. The issue was not resolved at the time of this report. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.